Event description:
It was reported that before surgery the monitor did not recognize the targeter. In order to performed the procedure a change in technique was made, x-rays were used instead. No back-up available, no injury. A delay greater than 30 min was reported.

Manufacturer narrative:
It was reported that the targeter is not recognized by the monitor. The associated sureshot targeter was returned and evaluated. Visual inspection of the returned product found no obvious signs of damage. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. An error message was displayed which read, ¿sureshot targeter invalid or broken tool - please exchange.¿ thus, the stated failure was confirmed and the root cause was determined to be hardware failure. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time. A review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes.